Manufacturer narrative:
The field service representative confirmed the complaint. The unit was extracting air from one of the leaks causing the pump not to prime. The unit was leaking from eight different locations. All leaks were repaired by replacing several components. Also there was debris cleaned from the system that could have contributed to the reported incident. The system operated as intended when returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that when the tcm was placed into defrost mode, the pump not primed alarm sounded, the unit went into standby mode, and the defrost stopped. No patient was involved with this reported issue.